Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in an unspecified artery in the left side of the heart. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced through the touhy but the shaft broke in half. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.